Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and the echo physician confirmed there was no sign of pericardial effusion. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed successfully with no recaptures necessary. Release criteria was confirmed using echo and fluoroscopy. The patients vitals remained stable at this time and throughout the procedure. Before the device was released, the echo physician stated that there was a pericardial effusion present. The device was released and protamine was given to the patient. The physician continued to monitor the effusion using transesophageal echocardiogram for about 20 minutes. The patient continued to remain stable. The echo showed the effusion had decreased in size and the decision was made that no intervention was necessary. There were no other complications reported and the patient is doing fine.